Event description:
The facilty reports the care provider was transferring a resident. During the transfer, the resident slipped out of the sling, making contact with the lift at the point of the back of the resident's head. The resident suffered a head laceration and was taken to the hosp where she rec'd stitches to close the wound. The d.o.n. Could not confirm if the sling detached or was not attached properly in the first place.